Manufacturer narrative:
(B)(4). Similar to product under p070016. Summary of investigational findings: based on the information provided and the returned product investigation, it was possible to confirm that the iris valve had came out of the captor hemostatic valve. The most likely root cause of the resistance felt when pulling the gray positioner, is that the captor hemostatic valve on the flexor introducer sheath was turned clockwise to the closed position. The iris valve had probably came out of the captor hemostatic valve due to excessive force used when pulling the gray positioner while the captor hemostatic valve was in the closed position. As per IFU the captor hemostatic valve on the flexor introducer sheath should be turned counter-clockwise to the open position before withdrawing the sheath. Subsequently it should be closed by turning it in a clockwise direction until it stops after removing the inner introduction system entirely, leaving the sheath and wire guide in the graft. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial: on (B)(6) 2017, a (B)(6) female patient underwent tevar for taa. She had had stent grafts ((B)(4)+ endurant cuff by medtronic) implanted previously as evar. Approach was gained from the right eia since there was severe tortuosity in the left cia (afx) and artificial blood vessel replacement had been previously performed in the right cfa. The back-up device, lot # e3294547, was advanced from the right eia. When attempting to remove the gray positioner after placing the stent graft, the user encountered a difficulty. He continued to pull the gray positioner despite resistance, then the iris valve came out of the rotator without blood leakage. Since the user judged that it would be risky to continue to use the device as a sheath for touch-up, the whole delivery system was removed from the patient and replaced with gore's dryseal sheath for touch-up. The procedure was completed successfully without endoleak or damage in access route. Patient outcome: there have been no adverse effects to the patient reported.